Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was implanted in the patient. After the procedure, the patient had a picture compatible with cardia tamponade with a frank increase in congestion (edema up to the middle fields and need for nasal cannula to maintain saturation). The patient required surgical intervention to remove mediastinal clots.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.